Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/03/2014 with the following findings: unable to fully download history. Black box was completely download. Visible moisture in display. Leak test failed due to cracked pump case. Pump case was cracked on the upper right corner between lens and case seal. .display was discolored and pixilated. All keys were unresponsive. Opened pump and removed from case. Moisture on all surfaces. Moisture on display, display flex, and display circuit components..corrosion on keypad flex and keypad circuit components. Unable to complete pump delivery accuracy testing and other failed steps due to moisture. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas about another issue and during that call alleged the following: patient is in hospital because the pump malfunctioned. No specific information was provided about the malfunction. Blood glucose was over 800 mg/dl. The patient had run out of supplies. This complaint is being reported due to the nonspecific allegation of pump malfunction and because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.